Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that during handling, but prior to insertion of the intraocular lens (iol), the cartridge scratched the iol and the doctor used another lens. Additional communication on (B)(6) 20105 clarified the initial report that after the doctor injected the lens into the eye, the doctor noticed the lens was cracked. There was no complaint or damage noticed on the cartridge. Communication on (B)(6) 2015 confirmed the complaint lens was successfully removed and replaced with the backup lens of the same diopter within the same procedure. No patient injury reported.

Manufacturer narrative:
Additional information: through a follow up when asked customer, if there was patient injury, incision enlargement or vitrectomy performed as in an earlier communication it has been mentioned that the lens was broken up by the doctor when he noticed the iol was cracked in the patient's eye. The customer contact person confirmed that there was no patient injury, no incision enlargement and no vitrectomy was done. Device evaluation: visual inspection was not performed as the lens was not returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.